Manufacturer narrative:
The software engineering analysis reviewed the exams which showed no technical reasons for the inaccuracy. Therefore, unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was that a non-validated 3rd party driver was used with the medtronic navlock instrumentation which constitutes off-label usage.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was approximately 4mm inaccurate in placing screws in t10 and t11. The fusion went from t10 - l2 (skipping t12). The reference frame was placed on l3. After all screws were placed, a confirmation spin was taken, this revealed that t10 and t11 were inaccurate. The screws on levels t10 and t11 were replaced, using the same second spin as the origin point of navigation, and the surgeon was satisfied with their placement. The medtronic representative noted that all instruments used in this procedure were medtronic products, with the exception of one globus driver that was navigated with the medtronic navlock array. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software engineering analysis determined patient exams showed no technical reasons for the inaccuracy.